Manufacturer narrative:
The device has not been returned by the customer.

Event description:
It was reported that all images were intermittently lost during a case. There was no report of any health consequences for the patient.